Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 74 mg/dl, 11 mg/dl, 51 mg/dl. Tests were done within 15 minutes with a difference of 37 mg/dl%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes it was documented that, "the check strip passed and the control solution test passed".